Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On (B)(6) 2017, the customer's high blood glucose value has lowered to the target range. The customer reverted to using an insulin pen for insulin therapy. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 365 mg/dl. A pump system check was performed and no device issues were identified. The customer declined to remove the cannula at the time of the report and although the infusion set site "looks good", the customer thought that the cannula may have been kinked. Reportedly, an insulin pen was used to address the bg level. Upon follow-up, the customer reported the bg had increased to 435 mg/dl with a small level of ketones. The customer was unable to lower the bg after blousing via insulin pen and was admitted to the hospital. Although the customer did not observe any issues with the cartridge, infusion set tubing or cannula, the customer thought that the "pump was at fault". The customer was treated with a saline drip and insulin via an insulin pen. The high bg was resolved and the customer was discharged the same day.